Event description:
Riding scooter across a road and thought she was going too fast. Looked at the speed dial and while doing so hit a pot hole in the road, and fell out of the scooter breaking her arm.

Manufacturer narrative:
Customer error